Event description:
#Medwatcher #(B)(4). On (B)(6) I started getting very severe abdominal pains, and vaginal pains. It felt as though I was in labor with a baby even though I was not. I was doubled over at work on (B)(6) and could not walk, went into the ER and that following monday on (B)(6) 2015 had to go in for surgery and have my fallopian tubes removed.